Event description:
Surgical divisional manager reported via the sales rep that the patient required revision surgery on (B)(6) 2013 as a result of a fractured exeter stem. The customer reports that the primary surgery was some years ago.

Event description:
Surgical divisional manager reported via the sales rep that the patient required revision surgery on (B)(6) 2013, as a result of a fractured exeter stem. The customer reports that the primary surgery was some years ago.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was not confirmed as no device was returned for evaluation and no medical records were received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.